Event description:
It was reported that the handle pivot pin fell out of the wire collet during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed.

Event description:
It was reported that the handle pivot pin fell out of the wire collet during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device was not received for evaluation, therefore, the reported event could not be confirmed.